Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging the pump had no power. Reportedly, there was evidence of moisture in the battery compartment. There was no reported damage to the battery compartment. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 02/24/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/06/2017 with the following findings: a review of the black box showed unexplained power on resets. No moisture was found in the battery compartment. The battery cap was not returned. A test battery cap was able to attach to the pump. The pump powered on to the verify screen with auditory and vibratory alarms. The pump was exercised for 24 hours and no power on reset events were duplicated. Unrelated to the original complaint, the battery compartment was cracked above and below the bumper pad. A leak test was performed and failed due to due to a leak in the battery compartment. The pump cover was removed to find no evidence of internal moisture on the printed circuit board or internal components. No damage was found to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).